Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lisfranc ligament repair procedure, while screwing in the implant, the tip of the driver included in the ar-8917ds, lot number 10198981, broke off into the patient. The surgeon did not retrieve the broken pieces, thinking that there was no problem. Before the operation, the risk of tip breaking was explained. During the operation, the surgeon used 3 fingers to hold the driver and inserted it. Surgeon stated that the patient's bony tissue was hard. Additional information provided 4/1/2019: the tip of the driver broke off into the implant. The surgeon used the same driver to complete the case. No x-rays were taken.

Manufacturer narrative:
Complaint confirmed, a section of the drive feature broke off. Per sem analysis, the fracture was most likely ductile and caused by a mechanical load during use. This may be seen if the device is misaligned, improper bone prep and/or pried and leveraged during implant insertion.